Event description:
The customer reported that she woke up and her blood glucose reading was 527mg/dl. The customer stated that she took a bolus and noticed insulin in the reservoir compartment. The customer also mentioned that insulin pump was exposed to an equipment. Ran a displacement test and the device passed the test. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.